Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the implantation of the right ventricular (rv) lead, several placements were attempted in the interventricular septum, good electrical parameters could not be obtained. The lead was removed and it was noted that screw was deformed with tissue attached to the helix. It was also noted that the delivery catheter was kinked. Problems were observed with the patient's cardiac characteristics. The lead and the delivery system was attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead threshold was high and sensing was low. With regards to patients cardiac characteristics it was further reported that the delivery system could not be pointed well in the direction of the heart and the myocardium at the site where it was placed seemed to be hard, so the rv helix could not be inserted deeply, hence measurements were not ideal.